Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reft1133 showed eight other similar product complaint(s) from this lot number.

Event description:
It was reported that two piccs presenting hole in its extension. 12/06/2022 additional information: it was reported two products from the same batch had the same defect. Both products were used on the same patient. There was a first attempt to insert "the" PICC in the patient, during the procedure, a hole was detected. The product has been removed. A new product from the same batch was opened, tested and a new attempt was made to insert into the patient. During the procedure a hole was detected. There was exposure of the patient since two attempts were made to insert the catheter, requiring a new approach on another day to insert the device. There was no need for medical or surgical intervention, no exposure to blood or chemotherapy. This report addresses the first of two devices.